Event description:
Baxter reported, leakage around a twist clamp on a transfer set. No pt injury or medical intervention was reported.

Manufacturer narrative:
Evaluation summary: results indicate confirmation of the reported event of leakage around a twist clamp on a transfer set. This was due to broken occluder feet. Renal product surveillance, quality engineering and plant mfg will continue to monitor this product line and take corrective/preventative action as appropriate.